Event description:
Pt was a long term dialysis pt. As usual pt had a morning session at dialysis ctr, which is part of the hosp. During that afternoon the same day, pt was sent to the hosp due to vomiting and inability to breathe properly. Pt's illness lasted all through the following day, with extreme high fever of 104 degrees. Sometime later that evening a tube was inserted down their nose into stomach and dark fluid was extracted. By the next day pt could not respond to touch or talk. Pt never regained consciousness and passed away the next afternoon a little after 2pm. Rptr went to find out if these baxter international inc, mfg dialyzers were being used at the center where pt was being treated. They noticed the article in the paper said the food and drug administration was part of a team investigating this matter. Even though pt was very ill, rptr would not have wanted them cheated out of even one day of their life.